Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and the right atrial (ra) lead became dislodged due to twiddler's syndrome. The rv lead was replaced and the ra lead was removed. No patient complications have been reported as a result of this event.